Manufacturer narrative:
The returned locking bolt was examined under magnification and dimensionally with gage pins and comparator. The fracture surface under magnification appeared to be consistent with a ductile fracture. This type of fracture indicates either a gradual overloading event or potentially a progressive failure due to fatigue in both tension and torsion, which could be caused by repeated insertion of the drill guide. The remaining drill guide outer diameter measured to be .093" and the inner diameter measured to be .080". Additional mdrs associated with this event: 3025141-2019-00372: plate.

Event description:
While implanting an aculoc 2 plate, the locking bolt was loosened to drill the distal side of the plate. When finished drilling, the locking bolt was retightened and broke. Part of the bolt remains implanted and could not be removed.